Manufacturer narrative:
Expiration date: na additional suspect medical device components involved in the event: model # tcn-10-3m lot # h735 quantity: three description: nitinol tc electrode, 100 mm, with 3m cable.

Event description:
Device analysis on three electrodes confirmed that the epoxy was very dark.